Event description:
Reporter alleged discrepant results were obtained with the blood glucose monitoring device and a lab comparative. Reporter stated at 11:15, device result was hi and a lab result was 187 mg/dl 5 - 10 minutes later. Reporter stated a few minutes later a repeat test on the device yielded a result of 229 mg/dl. Reporter did not provide treatment, patient's condition, or control information. A request was made for the return of the suspect device and replacement product was sent.